Event description:
The event is reported as: the customer alleges that while attempting to bag the patient; the clinician's experience was that the 15ml connector at the proximal end of the endotracheal tube would not stay in place. The connector was pushed in to stay after opening the product, but in use it would not stay. No patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The investigation is incomplete at the end of this report.